Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the physician had difficulty pushing the left ventricular (lv) lead terminal pin into the device header. It was necessary to apply extra force before the entire lead connector was fully inserted into the header. The lead and device remain in service. No adverse patient effects were reported.